Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away an assisted living facility. The customer was hospitalized on (B)(6) 2020. The cause of death was a heart attack. The caller stated that the customer had possible urinary tract infection or high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. Device had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data only on 01/01/2009. (B)(4).